Manufacturer narrative:
On-site investigation performed by our field service engineer found that the reported pre-use check (puc)failure was caused by a faulty pressure transducer printed circuit board (pcb) which was replaced and returned for investigation. Received device logs show that the reported failure had occurred intermittently since (B)(6) 2017 and the date of event is updated accordingly. The reported puc failure was reproduced when the returned pcb was tested in a reference ventilator. During ventilation, the measured peep (positive end expiratory pressure) was lower than set. Microscopic inspection of the pressure sensor showed that there were unknown particles in the ceramic cavity on the top of the sensor's chip. Earlier investigations of other pressure transducer pcb have shown that when the cavity was cleaned, the pressure transducers functioned normally. In this case it was not possible to clean the cavity. The conclusion is that the presence of unknown particles in the ceramic cavity on the top of the sensor's chip has affected the function of the pressure sensor and caused the reported failures. The root cause of the presence of particles in the ceramic cavity has not been determined.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Event description:
It was reported that the pressure transducer test failed during pre-use check. There was no patient involvement. (B)(4).